Event description:
It was reported that a patient's left ventricular lead exhibited elevated capture thresholds. On (B)(6) 2021, the physician capped the lead and placed a new lead on the left bundle branch. No patient consequences or symptoms were reported, and the patient was stable.